Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Medical review was complete for initial submission. Medical review is non-adverse with no additional imdrf codes. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.